Event description:
It was reported that patient came to the ER upon receiving an alert for non-sustained lead noise. Post-paced t-wave oversensing was suspected. Latency between the near field and far field channel caused the non-sustained lead noise alert. The issue was resolved through reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.